Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported leaking trocar valves during a vitreoretinal procedure. The procedure was completed without harm to the patient. A product sample was requested for evaluation.

Manufacturer narrative:
Additional information: six opened trocar hub/cannula assemblies were received in a specimen container for the report of leaking. The returned samples were visually inspected; 5 samples were conforming and one sample was found to be nonconforming with a cut in the septum. The final product lot was identified. A device history record review for the lot was conducted. The device history record review did not point to a root cause because the was product released met the products acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
Three opened trocar hub and cannula assemblies were received in a specimen container for the report of leaking. The returned samples were visually inspected and all three were found to be conforming. The final product lot was identified. According to the device history record review the product released met the products acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).